Event description:
It was reported that during use, the customer was putting air into the cuff and following, the cuff spontaneously deflated even though no damage to it was observed. No additional information was available. No patient injury was reported.